Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer (fse) found the station displaying a black screen with no power. The fse determined that the drawer controller for drawer 5 had failed and was pulling down the power supply. The fse replaced the drawer controller, and both the drawer and the station tested good in diagnostics and in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device won't power on, user tried changing the outlets and switched off and on the device but the screen remains black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.